Event description:
Patient reported that the active s system (meter, strip lot 22914732 with expiration date 10/31/2006) has generated blood glucose results of "hi" (>600 mg/dl) and "lo" (>10 mg/dl) without having first applied blood or control solution to the test strip. Patient noted that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the unexpected results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The accu-chek active meter is the suspect device.